Event description:
It was reported that the patient allegedly sustained "significant pain and requires me to visit my doctor frequently" resulting from a spinal fusion surgery using rhbmp-2/acs.

Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. Post-op, the patient developed "significant pain and requires me to visit my doctor frequently."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.